Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, while screwing the '5.5 mm healicoil suture anchor' it made a clicking sound, implying that it had broken, the anchor was extracted and it was reviewed outside the patient, it was evident that it broke and all the pieces were extracted from the patient. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported. The patient's health condition is stable.

Event description:
It was reported that during an arthroscopy, while screwing the '5.5 mm healicoil suture anchor' it made a clicking sound, implying that it had broken, the anchor was extracted and it was reviewed outside the patient, it was evident that it broke and all the pieces were extracted from the patient. The procedure was completed with a s+n back up device. The back up device was used in the original bone hole. There was no void left in the patient. There was a non-significant delay and no further complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required there was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Based on the information provided, all the broken pieces were removed from inside of the patient and the procedure was completed with a s+n back up device in the original bone hole with a non-significant delay. Since there were no further complications and the patient¿s health status has been reported as stable, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found the anchor had been reloaded onto the inserter and the distal tip broke on one side, making it appear bent. No pieces were missing from the anchor. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis is required for the raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.